Event description:
Staff reported that the brake was not holding when brake/pedal are engaged. No injury reported.

Manufacturer narrative:
Technician found that the foot end brake caster would swivel when brake was engaged and stretcher was in motion. Replaced defective brake casters to resolve this issue.